Manufacturer narrative:
(B)(4). The event set has been received with the drip chamber missing and the evaluation is still pending. A follow up report will be submitted when the investigation has been completed.

Event description:
The customer reported leaking from the silicone segment causing fluid to leak into the pump. There was no report of patient harm or medical intervention. Although requested, no further patient or event information is available.